Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the craniotome device was stuck in the handpiece device was not confirmed. However, during evaluation, it was observed that the neuro-tip foot of the craniotome device had been drilled into. It was determined that the cause of the craniotome foot being drilled into was failure to follow the directions for use (dfu). It was determined that when the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. Therefore, the attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the handpiece device and the craniotome device became stuck together. During in-house engineering evaluation it was observed that the neuro tip foot of the craniotome device was drilled into. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.